Event description:
Healthcare professional reported "pleural pseudonodular images of benign appearance, intra- and extracapsular rupture with presence of siliconomas, small adenopathies adjacent to the breast capsule and in the right axillary region, probably of reactive origin. Sub-millimetric calcic granuloma in sll". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.